Event description:
During a routine shift check by a clinician, the device failed to display a "test ok" message during a 30 joule self-test. There was no patient involvement in the reported malfunction.